Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation that progressed into a draining cyst under an electrode on her left side. The patient was prescribed an antibiotic. Follow-up indicated that the skin condition was getting better with no discharge and looking a little clearer.